Event description:
In 2008, the home patient (hp) contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) device display during dwell 1/2. The hp stated the supply bag had fallen off. The technical service representative (tsr) explained the alarm. The hp was going to start therapy again with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report. Three months later, during a follow up call, the hp's nurse stated that the home patient was hospitalized for peritonitis. The patient then switched to hemodialysis and was scheduled to have heart surgery.